Manufacturer narrative:
Root cause: supplier machined the wires incorrectly. It should be noted that initially, this event was determined to be not reportable. Upon re-review, it was decided that this should be reported. Upon inspection of the returned k wire, it was noticed that the distal tip was larger than the non-threaded section. After cleaning, the wire was dimensionally inspected. The print calls out a dimension of .062 +/- .002"; the distal tip measured .067" while the non threaded section met the print at .062".

Event description:
After implantation of a facet screw, the k-wire lifted the implant out of the bone.